Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the pt had been experiencing problems with elevated blood glucose for several months. On (B)(6) 2009, the pt presented to the hospital and was diagnosed as in diabetic ketoacidosis. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.